Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed an atrial unipolar impedance of <200 ohms and a 1.3 mv bipolar sensing.